Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+0.50/008 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and the iris was sutured. The lens is implanted but will be explanted at a later date.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+0.50/008 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to refractive surprise and an enlargement of incision was performed. The lens was exchanged and the problem was resolved. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4). Corrected data: (B)(4).